Manufacturer narrative:
Results: the regulator know was loose from the pump's housing. A pipe cleaner was inserted into the vacuum inlet and blood was observed. Conclusions: evaluation of the returned pump max revealed blood was aspirated into the pump. If the tubing is connected directly to the vacuum inlet instead of the canister, supplied by penumbra, blood may be aspirated into the pump. If this occurs, the pump may not function properly. Further evaluation revealed a loose regulator knob. This damage was likely incidental to the reported complaint, and typically occurs if the regulator knob is excessively rotated. Penumbra pumps are 100% visually inspected and functionally tested during incoming quality inspection. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text : placeholder.

Manufacturer narrative:
The device is pending return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system aspiration pump max 220 (pump max). During the procedure, the pump max stopped working. It was reported that the motor would not run despite that the pump max was powered on. Therefore, the pump max was not used for the remainder of the procedure. The procedure was completed using another pump max. There was no report of an adverse effect to the patient.